Event description:
Ams received info about a patient who was implanted with miniarc, she experienced postop mesh exposure beneath the urethra that required two procedures to correct. Pt continued to complain of palpable mesh fibers which where visible and palpable on exam next to the urethra. The mesh arm including the anchor were removed which resolved the problem.